Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) in all programmed configurations. The lead was programmed off and the lead remains implanted. No adverse patient effects were reported.